Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 4.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6) 2025 due to which the patient faced hyperglycemia event. The issue occured with 4 infusion sets. The infusion sets were in use for a day and a half. The patient went to emergency room and got hospitalized and eventually shifted to intensive care unit(ICU). The duration of emergency room stay was for 2 hours. The patient was tested positive for ketones. The patient blood glucose was 543 mg/dl at the time of the event and got treated with intravenous and fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.